Event description:
The customer reported the devices ECG trunk cable failed to acquire v4 of 12-lead ECG.

Manufacturer narrative:
The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable which resolved the reported issue.